Event description:
Clinical study. Nine days after a drug eluting stenting treatment procedure a sub acute thrombosis occurred. Target lesion 1 was identified in the mid left anterior descending (lad) with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (lad) was treated with placement of a 3.0 x 32 mm taxus stent. Residual stenosis was 0%. The pt tolerated the procedure well and was given 9,000 units of IV heparin and returned to the ward. The pt's plavix was held for 2 days beginning 2 days later, due to planned left fem-pop bypass surgery 2 days later. The pt tolerated the procedure well. Five days later, the pt had acute chest pain. Cardiac enzymes met guideline criteria for mi. EKG the following day showed a non-st elevation myocardial infarction and the pt was taken emergently to the cath lab. Angiography revealed: lmca - no significant disease, lad (target vessel) - showed mid total occlusion within the stented segment, lcx - mild to moderate diffuse disease, ramus - 70% mid stenosis of inferior branch, rca - not injected. After angiography was performed, it was decided to pursue intervention of the instent thrombosis of the lad. A 3.5 x 15 mm balloon was deployed at the proximal stented segment but resulted in poor flow. The pt was re-bolused with heparin and multiple balloon inflations were continued with improvement of flow but persistent clot in the lad. The pt received multiple doses of nitroglycerin as well as multiple heparin boluses. Final angiographic images showed no significant thrombus nor dissection. Repeat echo 2 days later showed a diminished ef of 25% and large pleural effusions and the pt was diuresed. The pt was discharged to rehab the following day on plavix and asa.